Manufacturer narrative:
(B)(4).

Event description:
An image of the sensor was returned for evaluation. The image was evaluated and shows the sensor pod with the sensor wire absent, the wire is considered detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a missing sensor wire occurred. The sensor was inserted into the leg on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. A photograph was provided for evaluation. A follow-up report will be submitted once the evaluation is complete.  It was reported that the sensor was inserted into the leg. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.